Manufacturer narrative:
Engineering evaluation of the returned product noted that the long extended tabs of the screw have been impinged on the internal rail of the c-torque sleeve. Information provided indicates that the c-torque sleeve had been tapped into position with a mallet. Doing so, if the extended tabs are not aligned in the c-torque sleeve, can result in a wedging of the sleeve to the screw as was the case in this complaint and is the likely root cause. Review of manufacturing history records found 12 pieces of this lot were released for distribution on 9/29/2016 with no deviation or anomalies. Complaint history review found this to be the first issue of this nature to be received for this part number.

Event description:
During a procedure performed on (B)(6) 2017 the doctor engaged the counter torque sleeve over the last and final extended screw. The sleeve was locked and stuck over the sure-lok mis triple lead screw 6.5 mm x 40 mm. This caused the locking screw to break as well. In the attempt to remove the cap screw inside the broken tulip, both cap inserter, counter torque sleeve, and counter torque handle appeared to be damaged. Lastly, a rod inserter stylet broken in two pieces before it was used to replace the rod that was removed out of the broken screw. The sure-lok mis triple lead screw 6.5 mm x 40 mm was removed and replaced with a sure-lok mis triple lead screw 7.5 mm x 40 mm this resulted in a 1 hour delay to the procedure.